Manufacturer narrative:
(B)(4). The investigation of this complaint is still in progress. A supplemental report will be submitted upon completion of the investigation. Other biosense webster, inc. Products used in the procedure: cool flow pump, us catalog # cfp001, (B)(4). Ep - shuttle rf generator - 100w, (B)(4) catalog # 39d76x, (B)(4). Navistar rmt thermocool catheter, us catalog # nr7tcsiy, lot # unknown other biosense webster products that might have been used in the procedure: lasso catheter (catalog # unknown, lot # unknown). Cs catheter (catalog # unknown, lot # unknown).

Event description:
It was reported that serious brain damage occurred during an ablation procedure, the case was stopped and the patient needed ICU treatment. Additional information received indicated that the procedure (atrial fibrillation) took place on (B)(6)2010. During the procedure, the customer noticed a rise in impedance and checked the catheter and found a little charring. They removed the charring, checked the catheter flow, and continued the procedure with the same catheter as everything seemed normal. The settings used for ablation were: 48 degrees celsius, 50 watt, and long ablation time of 999 seconds or above (drag and drop method). Towards the end of the case, when trying to awaken the patient, the patient presented difficulty breathing and was sent to the ICU, then to a neurological hospital. Immediate CT scan did not reveal anything, but MRI performed by a neurologist revealed multiple emboli. The patient had a contract not to use life sustainable devices, so these were stopped and the patient died on (B)(6)2010. No post-mortem will be performed. The patient had arterial hypertension and was a smoker, but she did not have coronary artery disease, heart failure, diabetes, or history of stroke. The hospital contact (physician) stated that the reasons for the patient's death are still unclear, but thought that multiple thromboembolic events directly contributed to the patient's death. He thought that the event was procedure-related and possible product-related.

Manufacturer narrative:
(B)(4). Biosense webster field service engineer contacted the customer. In this case the patient adverse event was not a carto related issue. Device history report review was performed. No anomalies were noted in manufacturing or during service of the device.